Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID # 2134265-2013-07051 and 2134265-2013-07052. It was reported that motor drive unit (mdu) automatic pullback failure occurred. During preparation for percutaneous coronary intervention (pci), it was noted that the mdu was unable to perform pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Update: device evaluated by the manufacturer, evaluation summary attached, method codes, result codes and conclusion codes. Device evaluated by manufacturer: the device was returned for analysis. Evaluation of the product revealed no damage or abnormality. The hub flaps appeared normal and a good click sound was heard during insertion into the mdu system. The telescope assembly was able to properly pull back, advance, and retract. The catheter was able to properly pull back manually and automatically using a test sled. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-07051 and 2134265-2013-07052. It was reported that motor drive unit (mdu) automatic pullback failure occurred. During preparation for percutaneous coronary intervention (pci), it was noted that the mdu was unable to perform pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.